Event description:
The customer staff called arjo and informed about the malfunction of the citadel plus bed frame. Allegedly, the side rail was broken. The photographic evidence provided confirmed the claimed issue, the left side rail was partially detached from the bed (screws holding the panel were ripped). The bed was in use by a patient when the claimed issue occurred. No injury was claimed. Based on the collected information, a nurse was present at the time of the event. The nurse stated that the side rail was damaged when the patient pushed the bed panels.

Manufacturer narrative:
Based on the collected information, a nurse was present at the time of the event. The nurse stated that the side rail was damaged when the patient started to push the bed panels. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition and information that the patient started to push the side rail. According to the instructions for use for citadel plus bed (IFU, 831.374 rev. I), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached. The device was in use when the issue was detected. The complaint was decided to be reportable due to the side rail detachment. No injury was claimed.